Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 400 mg/dl. Nothing further reported.